Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The device in question was not returned for evaluation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Without an evaluation of the device, investigation is unable to determine a specific root cause for this event. With that said, it is speculated that the device may have possessed an abnormal connector pin of the processor, there is the potential that an accidental failure could have occurred with the board components, or possibly a failure of the scope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
When this error was discovered there was a 190 series bronchoscope attached. They removed the scope and cleaned the gold contacts with an alcohol prep pad, but it did not solve the issue. An olympus representative recommended to check the cabling between the light source and the processor; however, the location with the cables could not be accessed. The olympus representative then recommended trying another scope, but the facility did not have one on hand. At the point, the user facility stated that they would escalate this issue to their on-site clinical engineer if a different scope did not fix the error code. Our olympus representative plans to follow up with the customer once the on-site clinical engineer evaluates the device. There was no reported patient involvement during this event. It is unknown whether the device will be returned or not. Should additional information be provided, a supplemental report will be submitted.

Event description:
It was reported, that the evis exera iii video system center experienced a b30 scope communication error. There was not reported patient involvement in this event.